Manufacturer narrative:
Events of heart failure and aortic regurgitation were reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6) 2015, a 23mm trifecta valve was implanted in the aortic position. On (B)(6) 2018, the patient was admitted to the hospital for heart failure, and severe aortic regurgitation and leaflet damage was observed on echo. On (B)(6) 2018, a tavi procedure was performed with a 23mm edwards s3 valve implanted within the trifecta valve. Post-operatively, the patient is reported to be stable.